Event description:
A pt reported experiencing inaccurate high results with a sure step meter. The pt's blood glucose results were 185 compared to the labs 131 mg/dl. Tests were done within 10 minutes. Pt has been cleaning meter incorrectly. Pt did not experience any adverse events. No further info has been reported.